Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 97-118mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was performed by the customer and produced test results of 328mg/dl non- fasting using true metrix meter (using different vial). The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).